Event description:
It was reported that the patient experienced recurring incontinence due to the cuff not completely closing the urethra with an artificial urinary sphincter (aus). The aus still remains implanted and active, a revision surgery is scheduled. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced recurring incontinence due to the cuff not completely closing the urethra with an artificial urinary sphincter (aus). The aus still remains implanted and active, a revision surgery is scheduled. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the physician alleges that the cuff size is too large for the patient causing the cuff to not completely close and patient to be incontinent the urethra.